Event description:
Pt states her remodulin pump is alarming "non-disposable." Author verified with pt that cassette is attached properly. Pt stated that this has happened before and she knows what to do - she tried to clamp and unclamp her cassette, disconnect and reattach cassette, start/stop pump and nothing is working - still alarming. (B)(4). Pt has a working pump. Pt is unharmed. Author will courier new pump to patient and return box will be set up. Dose or amount: 60nkm. Frequency: continuously. Route: IV. Reason for use: pah.